Event description:
The customer contacted carefusion tech support to report a unit that alarming "fan fault". The ventilator was on a patient at the time of the incident, however the customer indicates that there was no harm to the patient. The patient was placed on another ventilator. Field service was requested by the customer.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, and determined that the root cause of the problem was a faulty main printed circuit board assembly. The main printed circuit board was replaced, and operational tests were ran to assure that the unit was performing according to MFR specifications. The faulty main printed circuit board assembly was returned to carefusion on 03/17/2015 and is awaiting evaluation. Once evaluated, a f/u medwatch report will be submitted.